Manufacturer narrative:
B3: the correct event date is 04/17/2023. B5: upon follow-up, it was reported that the patient experienced bacterial peritonitis manifested by abdominal pain and vomiting. The cause of peritonitis was unknown. The same day as the event onset, the patient was treated with ceftazidime (intraperitoneal), vancomycin (intraperitoneal) and fluconazole for the event. Nine days after the onset, the patient recovered from the peritonitis event. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced a peritoneal infection. The cause, hospitalization and treatment were not reported. At the time of this report, the patient outcome and action taken with pd therapy were unknown. No additional information is available.